Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was there was loss of capture and low impedance on the left ventricular (lv) lead. The patient was referred to their implanting physician for next steps. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the left ventricular (lv) lead was reprogrammed. Later, the patient was experiencing stimulation from the lv lead and the lv lead was turned off.